Event description:
It was reported that the patient presented with noise exhibited on the right ventricular (rv) lead. Further information regarding intervention and patient outcome was requested but not received.

Event description:
New information received notes that the patient initially presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.